Event description:
It was reported that the system had difficulty converting an arrhythmia. Recently, the patient had multiple episodes, and the therapy was appropriate. There was some undersensing due to varying intrinsic amplitudes. In one episode, it took more than one shock to successfully convert the arrhythmia. During an office follow-up, the physician had difficulty finding the stored episodes. The doctor elected to explant the entire system. There were no additional adverse patient effects.